Event description:
Device issue: none. Symptoms/ae: bradycardia, hypotension. Time of ae: during the procedure. It was reported via a trial that during the procedure, two lesions were stented, one in the lcca ostium and the second at the lica bifurcation. A flow restriction occurred and the pt experienced bradycardia, hypotension, and a transient ischemic attack with right upper extremity weakness and slurred speech. As the introducer sheath was believed pre-occlusive, it was withdrawn in the arch and there was some improvement in the pt's neurological status. The filter appeared to allow flow through it and both stents were patent with no evidence of thrombus. After filter removal, flow remained somewhat slow and tissue plasminogen was administered. Neurologic deficits resolved. Angiography showed no residual stenosis in both stents. The sheath was removed and the procedure was completed. After the filter removal, debris was observed on the inside and outside of the filter. Act was not monitored during the procedure. Post-procedural CT scan of the head showed no acute change. Hypotension was treated with vasopressors and resolved 3 days later. There was no adverse patient sequela. Though requested no additional info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info. The emboshield nav6/embolic protection system, part #22438-19, lot #9071751, indicated in the event description is being reported under a separate medwatch report number.